Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the de novo lesion was located in the mildly tortuous, mildly calcified, and very angulated mid right coronary artery (rca). The 2.5 x 33 mm xience xpedition stent delivery system (sds) was advanced via the radial artery; however, failed to cross the lesion. The failed attempts to cross with the device resulted in a 1-2 hour clinically significant delay in the procedure. The patient experienced low blood pressure and a drop of heart rate, which made the patient feel giddy/dizzy. Two multi-link 8 stents, (2.75 x 18 mm and a 2.75 x 23 mm) were deployed overlapping without any further complication. The patient was transferred to the intensive care unit for observation; however, passed away at day 3 due to complications possibly due to age. No additional information was provided. As the adverse patient effects occurred during the delay in procedure, this is conservatively being filed for the patient death as it cannot be ruled out that there is no link between these adverse patient effects and the subsequent death 3 days post-procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of death and hypotension are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.